Event description:
It was reported by svc report that the fowler will not lower. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Eval results: gas spring trip.